Event description:
The lay user/pt contacted lifescan on feb 11, 2009, and alleged that her one touch ultramini meter was not powering on. The alleged issue first occurred in 2009. As a result of the product issue, the pt took her usual dose of medication. The pt reported that at about four days later at 12:30pm, she fainted and the ems were called. The pt's blood glucose result on the ems meter was 430 mg/dl and she was treated with insulin. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there was no misuse of the product. The pt was using the correct test strips and the battery was correctly installed. The condition of the battery contact was good. The pt has also replaced the battery, per the owner's manual. However, the alleged issue was not resolved when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because 4 days after the product issue began, the pt fainted and was treated for hyperglycemia by the ems. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.